Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived and confirmed the reported error and replaced a cable. The system was tested and verified as ready for use.

Event description:
It was reported during a da vinci-assisted surgical procedure, the operating room staff encountered a repeated error, which could not be resolved with troubleshooting. The customer power cycled the system but the error persisted. It is unclear if the procedure continued as planned and there was no reported patient injury.